Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. It was reported that the patient had their neurostimulator (ins) removed for an unknown reason but the leads were left abandoned because they were "fused together". No additional details were known at the time of call. No symptoms reported. No further complications were reported/anticipated.